Event description:
Reporter stated the end user was rolling down the wheelchair ramp at the back side of their house doing a wheelie and as pt reached the middle of the ramp pt felt their balance start to go forward in the chair. End user set the chair down and as soon as the casters made contact with the ramp, the caster locked up. This caused the chair to pitch to the right and hit the railing. End user went over on the left side of the chair fracturing their hip.